Event description:
Therapeutic response decreased: a health care professional from new zealand reported that a man had a novopen 3 which appeared not to be giving the correct dose of insulin. The man was subsequently hospitalized and he thinks this was caused by the device being faulty. No further info concerning the man or the event is known. Analysis of th device in question revealed that the push button was defective/missing. The push button had been glued back onto the dose selector, which prevented the push button to spin freely and causing it to become very difficult to depress. The device passed a displacement test, which tests the inner mechanism of the device to determine if the device was capable of delivering the correct amount of insulin.